Event description:
This report was received from a nurse from (B)(6) of a client that did not wear a mask and peritonitis in a male patient ((B)(6)) coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. In (B)(6) 2010, the patient began dianeal pd2 ultrabag and extraneal viaflex therapies (dose, lot numbers and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd) via automated peritoneal dialysis (apd). At the time of this report, the action taken with dianeal and extraneal therapies was unknown. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was due to not wearing a mask. On an unreported date in (B)(6) 2012, the patient underwent a peritoneal effluent culture and analysis. The result of the culture was no growth. The results of the analysis were not reported. It was unknown if the patient began remedial treatment for the peritonitis. It was unknown if the patient received retraining for aseptic technique (wearing a mask). The patient was recovering from the peritonitis. The outcome for the event of the patient did not wear a mask was unknown. Concomitant medications were not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the patient did not wear a mask.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, a 510k number cannot be provided at this time. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information becomes available, a follow up report will be submitted.